Manufacturer narrative:
A ge service representative performed an on site investigation. The igbt pcb assembly and pre-charge circuit cabling were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited intermittent error and intermittently failed to boot. No patient serious injury or death was reported related to this event.